Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not recognized by the system. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used. There was no report of the clip applier not being able to successfully apply the clip to the patient¿s tissue. The issue was identified prior to the instrument being used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis (fa). Fa investigations could not confirm or replicate the customer reported complaint. The instrument was tested on an in-house system and passed recognition and engagement tests. Additional observation related to complaint: the instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause of the customer reported complaint cannot be determined based on the information provided and failure analysis results. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue related to the reported event may be due to customer-induced problems, including misuse of the product and recognition issues. The reported event was not confirmed as failure analysis found no recognition issues. The probable root cause of loose grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).